Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The camera was replaced and the issue was resolved. The camera was returned to the manufacturer. Functional testing found that the component when the positioning sensor unit (psu) was connected to a known good system, there was a geometry error. An accuracy was unable to be preformed due to lack of tracking.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the site was unable to verify any instruments. They tried two different cranial frames with new spheres and the geometry error on both would jump from .2 to .5 sporadically. They tried several instruments and confirmed there was not another stealth on in the room. They could not identify any other source of ir interference. The camera had no fault light. Troubleshooting.